Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative replaced the universal serial bus (usb) and internal communication cables due to the temperature at the site and the frustrations of the surgeon. The navigation system then passed the system checkout and was found to be fully functional. The suspect universal serial bus (usb) and internal communication cables were returned for analysis. The internal communication cable was found to have a short from pin 4 to the shield.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site had been having recurring issues with axiem communication. The axiem box had a red status when the system was turned on for almost every case for the last month or so. They sometimes could resolve the issue by disconnecting and reconnecting the emitter, or by rebooting the system. That strategy only resolved the issue some of the time. The manufacturer representative (mr) checked the em interface and there was no data visible. The axiem showed as ¿not connected¿ in the emitter details and the emitter status could not be reported. The axiem box had status 7 on the side. The mr unplugged the emitter with no change and changed the usb port on the computer with no change. The I/o power was moved to the other 5v then some information was visible on the em interface and when the emitter was reconnected, it worked fine. Requested moving the power back to the original 5v port on the ups of the system to see if anything changed again. There was no patient involvement.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.